Event description:
The pt was attached to and supported by the maquet hl20 arterial pump. The main arterial pump alarmed and then stopped. Error message read eprom err. The arterial pump flow was decreased to zero and the ac power was turned off and then back on. Flow was turned back up and re-established to previous settings. Approx 10 seconds to fully support pt. A back-up perfusionist was called to get the emergency pump ready to exchange the faulty pump. Approximately 15 minutes later the pump shut off again. Eprom error pump flow immediately decreased to zero and ac powered off and back on. Pump flow was again increased to fully support pt until emergency pump arrived to change out faulty pump. Field service tech found a severed ground wire upon inspection. No serious adverse event occurred upon pt follow-up. Dates of use: 2009. Diagnosis or reason for use: heart surgery.